Manufacturer narrative:
The customer reported to olympus that no images were on the monitor in the visera pro video system center. The issue was found during preparation for use. There were no reports of patient harm. In speaking with the olympus technical assistance center (tac), the customer reported a no-images issue on the monitor. The customer could not provide the equipment's exact model and serial number. The customer stated that the equipment was indeed old. The customer also reported that the video processor is the visera pro high-definition camera, and the camera head is the hd camera head. The exact equipment model involved could only be confirmed with the serial numbers. The customer did not have spare equipment while waiting for a replacement and was advised to contact sales for replacement options. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there were no images on the monitor in the visera pro video system center. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.